Event description:
The patient underwent generator and lead replacement surgery. The generator was replaced prophylactically. The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient's device was tested and system diagnostic results revealed high impedance (dcdc - 7). The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
Analysis of the generator was completed on 11/12/2015. The generator performed according to functional specifications except for eri=yes. A comprehensive automated electrical evaluation showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on 11/24/2015. Note that the electrodes were not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. During the visual analysis the connector ring quadfilar coil appeared to be broken approximately 10mm from the electrode bifurcation. A loose segment of broken coil was observed in between the broken areas. Scanning electron microscopy was performed on the connector end of the connector ring quadfilar coil break (found at 10mm) and identified the area as having extensive pitting which prevented identification of the coil fracture type and residual material. Pitting was observed on the coil surface. Scanning electron microscopy was performed on the loose segment of connector ring quadfilar coil observed in between the coil break (found at 10mm) and identified the areas as having evidence of a stress induced fracture with mechanical damage and residual material. Determination could not conclusively be made on the fracture mechanism. Pitting was observed on the coil surface. Scanning electron microscopy was performed on the electrode end of the connector ring quadfilar coil break (found at 10mm) and identified the area as having evidence of a stress induced fracture with pitting, mechanical damage and residual material. Determination could not conclusively be made on the fracture mechanism. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The incision and slice marks found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer silicone tubing. With the exception of the observed discontinuities the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified.